Event description:
It was reported that there was a problem with the footswitch on the 9900 system. It was also reported that the remote user interface (rui) stop switch was broken. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The footswitches and rui were repaired. The system was tested and found to be working as intended and placed back into service.